Manufacturer narrative:
Examination of the returned device confirms the reported breakage. Further examination of the returned device suggests heavy usage on the replaceable celcon component, as there are multiple gouges and scratches. The black celcon portion is intended to be taken apart and replaced after heavy usage and the metal portion to be reused. The root cause is being attributed to normal product wear. Based on product wear as the root cause, the need for corrective action is not warranted. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Femoral and tibial impactors broke while impacting during procedure.